Manufacturer narrative:
(B)(4). Information was not provided by the contact. Batch # m5469h. Three attempts were made to obtain additional information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What type of procedure was the device used in? What troubleshooting steps were attempted to open the device (knife reverse button, manual override)? Did the jaws of the device eventually open? If no, how was the device removed from the tissue? What color cartridge was being used? The analysis found that one psee60a device was returned in good visual condition and with one ecr60b cartridge loaded in the device. The cartridge reload was received fully fired and in good visual conditions. The manual override door was in its intended positions and the override lever was down, however the bailout mechanism had been previously used which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequence firings. Please note that to open the jaws, squeeze the closing trigger, and then simultaneously press the anvil release switch on either side of the instrument. While pressure is still on the anvil release switch, slowly release the closing trigger. The bailout system was reset and the instrument was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The batch was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during an unknown procedure, after the first firing with an unknown cartridge the device would not open. It is not known what attempts were made to open the device or how the device was removed from the tissue. Buttressing was not being used. Another device of the same product code was used to complete the procedure. There were no patient consequences reported.